Event description:
It was reported that while connected to a patient, the ventilator's set respiratory rate increased inexplicably to 35. There was no patient harm. (B)(4).

Manufacturer narrative:
(B)(4). The investigation is finalized. No goods or device logs were received for our technical investigation. Our field service engineer (fse) visited the facility for troubleshooting the ventilator. Upon the initial inspection of the ventilator system, fse found that unit passed pre-use check, but one of the rotary encoders was not working properly. The root cause of this incident is not fully established, but information indicates that it was caused by a malfunction of the rotary encoder. The rotary encoder is a direct access knob for accessing respiratory rate (rr) changes. Alarms are generated if preset alarm limits (lower and upper) are exceeded during clinical usage. As logs were not provided, the event cannot be confirmed. The event might also been caused by self-triggering or other clinical circumstance¿s at the time.

Event description:
(B)(4).